Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that on (B)(6), they were admitted to doctor's hospital for an overdose from her morphine pain pump. The agent asked what medication was in the pump when this all happened, and the patient reported it was morphine. The patient stated that a company representative came that day to dial down the medicine, however. The patient was redirected to their healthcare provider to further address the issue. The agent emailed reps for visibility.